Manufacturer narrative:
The device was returned to olympus and evaluated. The user reported problem was confirmed and the cause assigned to a "shortage in cable."

Event description:
A user facility reported to olympus that the camera head cable was damaged and no image was produced. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the device history record (DHR) review results and correct the date received by manufacturer, provided in section g4 of the initial MDR. Olympus received the report march 03, 2020. The DHR was reviewed for the product involved. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer confirmed that the reported problem was caused by a damaged cable. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.